Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint database and device history record could not be performed as a lot number was not provided.

Event description:
The account alleges that scratches on the clear film of the packaging were found. No patient contact.